Event description:
The facility representative contacted baxter on (B)(6) 2010 to report an infusor two day 2ml/hr (mililiter/hour) 12 pack had a burst reservoir as it was filled with 5-fu. The bladder rupture was okay when filled, but burst during transport. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.